Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was a device failure. It does not work. There is no more information available from the customer. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A service and repair evaluation was completed: the device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. After pre-repair diagnostic assessment, the device has not been serviced. The service technician noted the action taken as unrepaired return. Estimate was not accepted. During the pre-repair diagnostic assessment the service technician identified the failure code as mechanics swing fork blocked. Additional failure description: fork broken, positioning ring- pin loose, unrepaired back, estimate not accepted. The service technician identified the probable root cause as normal wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.